Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported, at (B)(6) hospital in (B)(6) "we were doing a shoulder. We were utilizing two broach handles in a total shoulder arthroplasty with 2 alignment rods. The doctor was broaching and decided that 14 was an appropriate size. After we moved on to trialing the doctor confirmed all the implant sizes. While he was taking the broach out with the broach handle, the alignment rod was struck with the mallet in an upward motion to remove the broach from the proximal humerus thus breaking the alignment rod and leaving the threads inside of the broach handle 30° hole". He then took the broach out and implanted as usual. This did not hinder the patient or the case at all since alignment version was already determined. This broach handle cannot be utilized in further cases due to the threads of the alignment rod still being in the broach handle.

Event description:
It was reported, at upmc jameson hospital in new castle, pa "we were doing a shoulder. We were utilizing two broach handles in a total shoulder arthroplasty with 2 alignment rods. The doctor was broaching and decided that 14 was an appropriate size. After we moved on to trialing the doctor confirmed all the implant sizes. While he was taking the broach out with the broach handle, the alignment rod was struck with the mallet in an upward motion to remove the broach from the proximal humerus thus breaking the alignment rod and leaving the threads inside of the broach handle 30° hole". He then took the broach out and implanted as usual. This did not hinder the patient or the case at all since alignment version was already determined. This broach handle cannot be utilized in further cases due to the threads of the alignment rod still being in the broach handle.

Manufacturer narrative:
Correction: refer to h6 results & conclusion codes. The reported event could be confirmed, based on the picture provided. In addition, it was reported in the event description that the user struck the alignment rod resulting in its breakage in the 30° hole of the stem inserter. This device is not supposed to be handled by force, considering its small dimensions. This case can therefore be considered as user related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.